Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. CAPA reference: (B)(4). .the customer stated that there was no patient involvement.

Event description:
(B)(4). Recalls required: according to sap, this unit requires syr/pca gripper recall (B)(4). This unit is in the date range for this recall; the claws stick in the open position and do not return automatically. Affected. Replaced lower housing. Replaced gears & claws as needed. Recall completed. Repairs required: customer stated problem: "failed preventive maintenance": ran complete calibration & pm: failed binary test (barrel clamp closed): checked sensor voltages at iui board. Variable/unstable. Replaced barrel clamp sizer. Plastics replaced (prp): front case, rear case, top disc holder (corroded inserts and coil spring). Other repairs completed: 354.6770 (39x on error log), barrel clamp, tube drive sleeve & seal (dirty/cracked), module latch. Maintenance actions completed: calibration, pm. No sku change required. Tamper seal: intact on arrival. (B)(4). After re-assembly & calibration, noted some jumping of the housing as pressure was released during pfa. Also, up/down movement of housing was somewhat difficult. Decision made to replace drive tube. (B)(4).